Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced cloudy pd effluent coincident with peritoneal dialysis (pd). It was not reported whether the patient was diagnosed with peritonitis. It was unknown if the patient was hospitalized for the event. Treatment was unknown. The outcome of the event was unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.